Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of noise was observed via remote transmission. Patient is pacer dependent. It was noted that the patient was working with power tools at the time and emi interference was suspected. Programming changes were recommended. Patient condition is good.

Event description:
New information received notes that multiple episodes of noise, causing pauses in pacing, were observed. It is suspected that the noise is due to an external source of emi. No changes will be made to the patients device.